Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a stroke post atrial fibrillation ablation procedure. The patient was admitted into the hospital and discharge a few days later. The farawave pulsed field ablation catheter was disposed and not expected to return, therefore the lot number is not available. It was further reported that the patient went home and started to feel a tingling or needling down his leg and foot during the night. The patient went to a different hospital nervous that it could be a stroke. A CT/MRI confirmed this was not a stroke. A consultation was performed to check the nerve issues that the patient reported but the physician suggested that the symptoms had nothing to do with boston scientific products or the pulsed field ablation (pfa) procedure.

Manufacturer narrative:
Correction to h6 patient codes, removed code e0137 as CT/MRI confirmed no tia stroke. Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a stroke post atrial fibrillation ablation procedure. The patient was admitted into the hospital and discharge a few days later. The farawave pulsed field ablation catheter was disposed and not expected to return, therefore the lot number is not available. It was further reported that the patient went home and started to feel a tingling or needling down his leg and foot during the night. The patient went to a different hospital nervous that it could be a stroke. A CT/MRI confirmed this was not a stroke. A consultation was performed to check the nerve issues that the patient reported but the physician suggested that the symptoms had nothing to do with boston scientific products or the pulsed field ablation (pfa) procedure.